Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip was revised, exchanging femoral head and liner for an unknown reason. The surgeon requested the items be examined for metal debris.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the product involved for the reported event is manufactured by zimmer (B)(4). Please reference 9613350-2015-00784.